Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy, red, and raw. The patient believes the irritation is from her sweating and having large breast. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor prescribed antibiotics and a powder for the irritation and the irritation improved.